Manufacturer narrative:
Investigation summary received two (2) used ch-14 chemoclave vented bag spike and one (1) used ch3034 bag spike adapter with spiros for inspection. No defects or anomalies noted. Each ch3034 and ch-14 was primed and there were no restrictions in flow. Each ch-14 was disassembled. There were no defects or anomalies on one (1) of the used ch-14. The other ch-14 had a bent spike. The reported complaint of no flow can be confirmed on one (1) of the used ch-14 vented bag spikes. The probable cause is due to a salt lake city molding defect. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The complaint/event involved a chemoclave® vented bag spike. During an infusion, unspecified chemotherapy fluid/infusate reportedly could not drip. There was no bleed back, no delay in critical therapy and no patient harm/adverse event associated with the reported event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.